Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had act button harder for response. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had scratches on screen and rainbow effect in high light. Customer stated that the insulin pump had battery declined and received unexplained no delivery alarm. The device will not be returned for analysis.